Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter field service engineer found a flogard infusion pump with a broken alternating current power cord; this condition had the potential to interrupt delivery. This condition was found during the initial inspection. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the ac power cord. To correct the condition, the ac power cord was replaced. If any additional information is received, a follow up MDR will be sent.